Event description:
Insertion post could not be removed from dental implant. Implant could not be placed.

Manufacturer narrative:
Insertion post could not be removed from dental implant. Implant could not be placed. During evaluation the insertion post could be used within the specified parameters (defined torque). User should have consulted IFU to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. Implant could not be placed.